Manufacturer narrative:
This is a follow up to emdr 9617229-2022-07372. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Later healthcare professional reported "textured implant and having the deflated implant for years as a result of a breast biopsy". This record is for the right side. Device was explanted and replaced.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.